Event description:
Pt bought adjustable celebrity choice bed in sept 1996. Pt reported bed causing her back problems. Problems like; lower back muscle spasms, pain and whip-lash! This aggravated her upper back, which caused her to have tests done. Rptr's physician advised pt not to use adjustments on bed. Pt used bed on the flat position and reported having no relief from back problems.